Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient with the cobas e 801 module. The initial result was 116 ng/l. This result was reported to medical staff and questioned. The repeated result was <3 ng/l. The second repeated result <3 ng/l. The reagent lot number was 47003401 with an expiration date of 31-jul-2021.

Manufacturer narrative:
The calibration data was acceptable. The qc data had one result out of 3sd. The alarm trace had an abnormal suction error. The investigation did not identify a product problem. The cause of the event could not be determined.